Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implantable infusion pump. Patient history included intractable spasticity and cerebral palsy. The patient's mother stated that the patient had to have his pump removed not too long after it was implanted because the catheter kept disconnecting from the spinal cord. She stated that they tried multiple times to try to reconnect, but were never successful, and the decision was made to remove the pump. Per the hcp, the pump and catheter were explanted on (B)(6) 205 because the patient had multiple orthopedic procedures and the parents no longer thought the pump was necessary. No patient symptoms were reported. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.